Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings:. No defect as found. Unable to duplicate the reported complaint. Pump history shows the last bolus and the last basal were delivered on (B)(6) 2013. The user setting shows the pumps iob feature was set to ¿off.¿ pump was exercised for 24-hr duration period; no alarms were duplicated. Iob features was turned ¿on¿ in the pump and a 10 u bolus was performed. The bolus was correctly reflected on the iob status screen. After the 1.5 hr iob duration period 0.00 u was accurately reflected on the iob status screen; indicating the iob feature is functioning correctly. Pump successfully passed a (B)(4) flow accuracy test. The units remaining were correctly calculated and written to the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay user/patient contacted animas to report a low blood glucose (bg) excursion while on a loaner pump. The patient claimed her blood glucose dropped ¿below 28 mg/dl¿ at 4am that morning. It is not known if the patient was experiencing symptoms with the low bg. The patient informed the animas representative that her husband gave her a chocolate bar to bring her bg back up. The patient reported being ¿out of it , tired and drained¿ for at least 1 ½ hours after the low bg excursion. The patient stated that at 10am her bg was up to 211 mg/dl. At the time of troubleshooting, the patient informed the animas representative that she discovered that the insulin on board (iob) setting was not turned on. As a result, the patient may have been administering too much insulin. At the time of the call, it was noted that the patient was now on her new pump and confirmed the iob feature was turned on. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. The patient¿s alleged hypoglycemia can be attributed to use error since the patient did not enable the iob feature on the subject pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.